Event description:
A report rec'd from the USA stated an 840 ventilator experienced a loss of communication. There was no report of patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The device passed all testing. Covidien ref: (B)(4).